Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced power cable disconnects when connected to the mobile power unit (mpu). The mpu was exchanged. Upon closer inspection, there appears to be bite marks on the patient cable and ac power cord. Pump functioned as intended. It was said no additional information would be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms on the mobile power unit (mpu) (serial number (B)(6)) was unable to be confirmed through this investigation. The reported event of bite marks on the patient cable and ac power cord was also unable to be confirmed through this investigation. No log file were available for evaluation and the mpu was not returned for further evaluation. No images of the reported damage were submitted. Available information provided that the patient¿s mobile power unit was exchanged and the alarms resolved. The pump was functioning as intended. The root cause of the reported alarms was unable to be conclusively confirmed through this analysis; however, the bite marks on the patient cable could have contributed to the cause of the alarms. The root cause of the bite marks on the patient cable and ac power cord was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit (serial number (B)(6) ) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that exchanging the mpu resolved the alarms.